Event description:
Information received by medtronic indicated that the pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to blank display. Pump was cut open to perform visual inspection and found heavy moisture damage on the pcba1/ pcba2/ battery connector and corroded battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, cracked battery tube threads, stained keypad overlay, partially broken retainer. Blank display due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.